Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the uroforce balloon dilation catheter was expired and it was used on a patient.

Manufacturer narrative:
The reported event was confirmed as use related. One sample was confirmed to exhibit the reported failure. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the user guide currently states to use by date next to the symbol used for the product expiration dates." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the uroforce balloon dilation catheter was expired and it was used on a patient.